Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that during the implant procedure in 2008, they "lost her" and the patient needed to be "paddled". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.